Manufacturer narrative:
Device received with operating currents within spec. Unit passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Device received missing end cap sticker. Device received with broken battery tube threads. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm and motor error alarm. Customer's blood glucose was 250 mg/dl. During troubleshooting, device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.